Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2015, the patient's lead was explanted and replaced. The issue has been determined to be the old lead as there was no reported high impedance on the new lead. During surgery the old lead was disconnected, cleaned and inserted back in and high impedance was still detected. The surgeon located the area on the old lead where he believed was causing the problem. Attempts for return of the explanted lead have been made but the device has not been received to date.

Event description:
It was reported that the patient has high lead impedance. It is noted that on (B)(6) 2015, the patient came into the office reporting not being able to feel the stimulation. Patient did not come back until (B)(6) 2015 when the device was able to be checked which resulted in high impedance and only 0.5 ma was being delivered. But was referred to the surgeon for consult but no replacement surgery has occurred to date.